Event description:
In 2001 the end-user called disetronic, USA, and stated that the tubing has detached from the luer connection of several infusion sets from the same box. On march 20, 2001 maersk medical rec'd the complaint and the 8 used tubings. The near-incident took place in USA.